Manufacturer narrative:
Device manufactured between february 09, 2019 to february 11, 2019. Five (5) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on all the samples and revealed a leak on the spike port cap. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam of the middle port. This event occurred during preparation of the devices. There was no patient involvement. No additional information is available.